Event description:
It has been reported to philips the tempus ls has dmp hardware failure. Found during training with no patient involvement.

Manufacturer narrative:
Results, component and conclusion code grids updated.